Event description:
The device generated a result of "lo" (<10 mg/dl), without having first applied blood or control solution to the test strip. Pt indicated that no action was taken based on the device result. No pt injury was reported and no treatment was received. Tech support requested the return of the suspect product and replacement product was shipped.